Event description:
Device delivery catheter could not be removed through the ipsilateral limb after the endograft was deployed. The delivery catheter handle was dismantled to facilitate successful removal of the delivery catheter.